Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information; however, the malfunction code recurred after resetting the pump. Since the caller's pump was out of warranty, it was arranged that a replacement pump would be sent. The customer was also instructed to use a backup insulin pump to ensure insulin delivery was not interrupted. Additionally, the customer chose to switch to an in-warranty pump they previously owned, declining an out-of-warranty loaner pump, and was advised to call back if further assistance was needed after finding this pump.